Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was 600 mg/dl. Elevated (bg) and occlusion were addressed by customer changing pump supplies, resuming insulin delivery, and administering manual insulin injection.